Event description:
Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.